Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Additional observation not reported by site: the instrument was found to have localized melting on the bipolar yaw pulley. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps (mbf) instrument conductor wire was damaged. The customer used a backup mbf instrument to continue with the planned procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the mbf instrument was inspected prior to use with no issue. The black conductor wire was stripped/damaged. There was no loss of cautery, thermal damage or arcing observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.